Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted without issues. However, while in the valve, it was observed that one gripper was not lowering. Troubleshooting was performed and was successful. The clip was then deployed on the mitral valve, reducing mr to trace. It was noted that the physician was dissatisfied with the gripper functionality of the g5 in general and was unhappy with the product compared to the g4. There were no adverse patient effects and no clinically significant delay in the procedure.